Event description:
The patient support couch on mx8000dual v.exp CT scanner underwent uncontrolled vertical motion with a patient on the couch, following a brake replacement. The patient was not injured.

Manufacturer narrative:
This event occurred after a field service engineer replaced the brake assembly in the couch with a new style brake. Investigation of the event identified that a longer shaft key is needed for the field replacement brake assembly. A new shaft key is being implemented to make the field replacement brake assembly more robust. Replacement parts have been upgraded with a longer shaft key to prevent recurrence. Field service engineers will be sent to all accounts that have had a brake replacement with the new style brake assembly for inspection and installation of the longer shaft key. This issue is associated with MDR 1525965-2007-00028 documenting a similar issue was submitted to the FDA on 11/07/2007. Once a decision to file MDR 1525965-2007-00028 was made, pms then reviewed the complaint records to determine whether there were other complaints that needed to be filed as mdrs. This complaint was originally determined to be non reportable.